Event description:
The patient was having ongoing vac output and in spite of ongoing massive transfusion, continued decrease in his hemoglobin. He was making good urine. His vac output was moderate but there was concern for abdominal compartment syndrome and continued blood loss. Doctors were unable to correct his coagulopathy (inability for blood to clot). We returned to the or, exploration revealed continued ooze from his right lobe of the liver. The preperitoneal area was inspected as was his right groin andthere was no hematoma here. A left chest tube was placed for concern of left pneumothorax due to high peak airway pressures and hypotension.